Event description:
A discordant, falsely elevated troponin result was obtained on a patient sample on an advia centaur cp instrument. It is unknown if the discordant result was reported to the physician(s). The sample was rerun in duplicate, and then run with new reagent, and the results were lower. It is unknown if the rerun results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated troponin result.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the fse cleaned the shutters, replaced the sample syringe and peripump tubing, and checked the wash block function. Quality controls were run after cleaning the shutters and after replacing the sample syringe and peripump tubing, and all were within range. The cause of the discordant, falsely elevated troponin result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.